Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon procedure, in the middle of inserting the instruments, one part of black plastic valve fell away and they found it inside the patient. They took it out and continued with the procedure without this part of the valve. The surgery was completed successfully. Delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m9141y. The analysis results found that the d12lt device was returned with the seals of the universal seal assembly torn and a piece separated. The separated portion was evaluated and evidence was found that it was properly assembled. A potential cause of this failure may be that the seals got damaged during the insertion/removal of the sharp surgical device. No incident related to the reported event was observed during the batch record review.